Manufacturer narrative:
Account stated that corrosion was found on the universal television board. Account cleaned the corrosion off of the universal television board and the issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed is not placing a nurse call.